Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, it was reported that the pump time was incorrect by 20 minutes; cause was unknown. Customer declined to adjust pump time and continued to use the pump for insulin therapy. Customer's blood glucose level was 394 mg/dl.